Event description:
The pt was implanted with a left ventricular assist device. The hospital reported that the pt was readmitted due to increased heart failure symptoms and elevated ldh. The pt continued to recompensate and received a pump exchange on (B)(6) 2013.

Manufacturer narrative:
The manufacturer is attempted to acquire the device for further eval. (B)(4). No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.